Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Device had motor error alarm during occlusion test and unable to prime at 2.5 lbs during prime test due to faulty force sensor resistor. Motor passed motor test. Unable to perform occlusion test due to motor error alarm. Device passed no delivery test; no excessive no delivery alarm noted. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was properly locked. Device had minor scratched lcd window, cracked display window corner, broken belt clip slot at battery tube threads area and broken reservoir tube lip.

Event description:
Customer reported that she was hospitalized. Customer reported that she received a no delivery alarm, she tried pressing the buttons and the buttons on the insulin pump were not responding and the alarm could not be cleared. Blood glucose was 219 mg/dl. Customer changed the infusion set, reservoir and insulin and was able to rewind and the buttons were working. Customer experienced numbness on her face and hand and decided to go to the emergency room. Blood glucose at the time of the admission was 191 mg/dl. Customer declined to troubleshoot due to the keypad issue. Current blood glucose was 80 mg/dl. Nothing further reported.